Event description:
Information was received that the alarm volume on the device was low. The device was not reported to be in patient use and there was no reported patient harm. On evaluation the alarm speaker was found to be cracked. The alarm component was replaced to correct the problem. A request has been made to receive the alarm speaker back for root cause analysis.